Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12400. It was reported the patient experienced heating at the ipg pocket site while charging. A replacement charger was sent to the patient but it was unable to communicate with the ipg. An sjm representative interrogated the system and confirmed the issue. The patient reported he suffered a fall about 4 weeks prior. The physician took images and suspects the ipg has flipped in the pocket. Surgical intervention is scheduled to address the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patient related to heating while charging and raise awareness of this issue to patients. An increase in prior non=reported heating while charging event sand other non-reported events was expected.

Manufacturer narrative:
This model number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.